Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that over the last few months, it was extremely difficult for the staffs to find latex material indicators on bard¿s product packaging. It was stated that, a challenge was offered to almost 150 nurses, from novice to seasoned to choose a latex item from the cart and was made to tell how they knew it was latex. They struggled to see that the item was manufactured from natural rubber latex on the product packaging. Some nurses gave up and told that the item must be latex because it does not say that it is not made with latex. It was stated that one catheter product had the phrase with a latex and caution icon, but this latex or caution icon did not appear on all latex items. It was also stated that the silicone items, on the other hand, were more easily identified due to the larger lettering and more obvious package labeling. Recommended bard to consider making latex product labeling in larger print and more easily identifiable.

Manufacturer narrative:
The reported event is inconclusive since specific product codes are unknown. It is unknown whether the device had met relevant specifications. It is unknown whether the product had cause the reported failure. Visual evaluation of the attached photo sample noted 2 unknown packaging labels. A potential cause from the risk management file can be incorrect/ missing translation, however there is no evidence that indicate this as the cause of the event. Visual evaluation of the attached photo sample noted 2 unknown packaging labels. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because specific product codes are unknown and thus specific label cannot be identified. The actual/suspected device was inspected.

Event description:
It was reported that over the last few months, it was extremely difficult for the staffs to find latex material indicators on bard¿s product packaging. It was stated that, a challenge was offered to almost 150 nurses, from novice to seasoned to choose a latex item from the cart and was made to tell how they knew it was latex. They struggled to see that the item was manufactured from natural rubber latex on the product packaging. Some nurses gave up and told that the item must be latex because it does not say that it is not made with latex. It was stated that one catheter product had the phrase with a latex and caution icon, but this latex or caution icon did not appear on all latex items. It was also stated that the silicone items, on the other hand, were more easily identified due to the larger lettering and more obvious package labeling. Recommended bard to consider making latex product labeling in larger print and more easily identifiable.